Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she started a new bottle of insulin and was trying to fill the reservoir. Customer stated that a large air bubble entered the reservoir when she removed the reservoir off the transfer guard. Customer's last blood glucose reading was 193 mg/dl. Customer was advised that they can purge the air bubble by hand once the reservoir is attached to the tubing before placing it in the pump. Customer succeeded in clearing the air bubble.